Event description:
On (B) (6) 2005, pt was implanted with a gore-tex vascular graft in a bypass procedure. A femoral-tibial artery bypass was performed in the right leg. An angiogram revealed an occluded right superficial femoral artery. On (B) (6) 2005, a right above-knee amputation was done.

Manufacturer narrative:
The investigation is currently in progress.